Event description:
Investigation: the product was returned to brasseler for investigation. Brasseler tested the returned product and reviewed source documents and conclude: the product diameter was within specification. Another part was tested from the same mfg. Lot and met all dimensional specifications. Source documents confirmed the product meets or exceeds the requirements of astm f138-13 for tensile strength. The returned product exhibited gouging around the circumference of the k-wire and has a noticeable bend. The identified gouging was most likely caused by excessive lateral force. The investigation concludes that this is an isolated incident and will continue to monitor.

Event description:
The doctor was drilling 6" .062 single trocar k wire into a younger patient and the wire snapped below the bone surface. The doctor decided to not remove the wire due to the intrusion of burring out bone close to the growth plate. Operating room (or) staff explained that the wire was not being bent more than usual and the wire seemed to snap under little pressure. Since the wire snapped below the surface of the bone, no follow up was needed.